Manufacturer narrative:
Root cause: user error. Per tandem¿s pump user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection was not tightened. There was no adverse impact to the customer's blood glucose level. Reportedly, customer was able to resume insulin delivery.